Event description:
It was stated that the customer experienced severe irritation to the skin after wearing the sensor for three days. The customer's skin was burning and was beginning to blister. The nurse wiped the skin with alcohol prior to inserting the sensor, and there was no irritation at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.